Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead dislodged as a result of twiddler's syndrome. The patient was asymptomatic. The lead was explanted and replaced without complication for the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.